Event description:
During surgery the drill bit broke. The tip of the bit remains in the patient's bone. The surgeon used a secondary drill bit to complete the surgery. There was a 2 minute delay in surgery. The surgery was completed successfully.